Manufacturer narrative:
(B)(4) d10: medical product: cps centering sleeve 17mm: catalog178539, lot#488700; cps nut co-cr-mo alloy: catalog#178512, lot#584940; cps lg short spindle w pins 400lbf: catalog#178368, lot#648920; cps taper locking cap / oss sc: catalog#178710, lot#928370; cps centering sleeve 15mm: catalog#178537, lot#751880; cps transverse pin 6pk 36mm: catalog#178528, lot#982640; compress 10cm proximal femoral body rt: catalog#178722, lot#143750; 32mm mod head cocr +12mm neck: catalog#163673, lot#861650; r/b rloc lhole shl 48mm sz22: catalog#11-106048, lot#550550; e-poly 32mm +3 hiwall lnr sz22: catalog#ep-108322, lot#599290; ti low profile screw 6.5x25mm: catalog#103532, lot#713100 the product will not be returned for evaluation as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right proximal femur radical resection and reconstruction with total hip arthroplasty. Approximately one (1) year post-implantation, the patient began to experience pain and diagnostics revealed infection and a fracture of the proximal femoral implant. Subsequently, the patient underwent the first stage of a two stage revision procedure. During the revision, a large fluid collection and necrosis of bone and soft tissue were noted as well as an obvious fracture of the proximal femoral implant at the compress spindle connection to the compress anchor plug. All implants were removed and replaced with an antibiotic spacer to address the present infection without reported complication. All available information has been provided.